Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer's blood glucose was over 300 mg/dl, and the customer stated that it took six hours for his blood glucose to lower. Troubleshooting was done. The customer did not express any symptoms of high blood glucose at the time of the call. The customer treated himself with insulin pump therapy. The customer did find a couple of small bubbles and one fairly decently sized bubble in the tubing of the infusion set. Advised customer to run a manual prime, and insulin did exit the tubing. The customer also expressed a crack in the casing of the insulin pump next to the reservoir window. The customer was unaware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.